Event description:
The customer reported that while giving cortisone injections, they cannot push all the medicine out. It will go to the 1ml marking and you cannot push it out at all. No information was received regarding any serious injury as a result of this report.